Manufacturer narrative:
Company comment: the serious expected events of oedema, inflammation at implant site, angioedema and the non-serious expected events of fibrosis at implant site, discomfort at injection site, skin texture abnormal and cutaneous contour deformity and the non-serious unexpected event of suicidal ideation were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure associated with off label use of sculptra for scar treatment following the facelift treatment which may have triggered an inflammatory response. The events discomfort at injection site, skin texture abnormal, cutaneous contour deformity and suicidal ideation could be secondary to the serious events. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. A follow-up on the lot number and additional information regarding treatment details will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-feb-2026 by a 56-year-old female patient concerning herself. The medical history of patient included a deep plane facelift and lipofilling performed by a cosmetic surgeon on (B)(6) 2025. She developed two scars following the facelift. No information about concomitant medication or history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with 1 vial of sculptra to bilateral temples, malar areas and cheekbone area (unknown lot number, injection technique and needle type) to help in healing the scars following the facelift. The sculptra was injected to help in healing of the scars following the facelift (off label use of device). According to the patient, the surgeon injected a collagen inducer to help in healing but later it was confirmed to be sculptra. Next day after treatment, in 2025, the patient developed quincke's edema (angioedema) and went to the emergency room. As corrective treatment, the patient received cortisone [cortisone] and an unspecified antihistamine for one week. In the following months, the entire face began to deform (cutaneous contour deformity), her face doubled in size with swelling and puffiness, and the skin thick and aged in appearance, particularly in the cheeks. The patient consulted a maxillofacial professor who performed surgery and injected stem cells to address the inflammation (implant site inflammation). Subsequently, the quality of her skin improved. The professor believed that it was diffuse fibrous appearance/fibrosis (implant site fibrosis) and could not determine whether the lesions were reversible. After the treatment, the patient experienced persistent facial swelling/edema/face doubled in size/swelling and puffy (implant site oedema) especially the cheeks were very voluminous with balloon-like appearance. The tissue was diffusely soft, compressible ans showed pitting on pressure. There was fluctuating edema which was worse in the morning, loss of skin firmness and texture/thick aged skin (skin texture abnormal). Her skin felt rubbery, thick, matte, and soap-like. The patient lost her natural facial architecture and contour, and her cheeks appeared detached and heavy. There was reduced tissue glide in the malar area associated with a sensation of pressure (injection site discomfort), as well as a diffuse fibrous appearance along the injection line near the malar bone. On an unknown date, the patient underwent an ultrasound examination which showed localized fluid collection without active inflammation. The surgeon believed that the sculptra was not responsible for the observed effects. On (B)(6) 2026, the patient reported being devastated, experienced suicidal thoughts/wanted to die (suicidal ideation), isolated herself, and could no longer sleep. The patient stated that due to the worsening sculptra adverse reaction she wanted to die. Outcome at the time of the report: swelling/edema/face doubled in size/swelling and puffy was recovering/resolving. Sensation of pressure was recovering/resolving. Loss of skin firmness and texture/thick aged skin was recovering/resolving. Diffuse fibrous appearance/fibrosis was recovering/resolving. Suicidal thoughts/wanted to die was unknown. Quincke's edema was recovering/resolving. Entire face began to deform was recovering/resolving. Inflammation was recovering/resolving. Sculptra was injected to help in healing the scars following the facelift was recovered/resolved. Tracking list: v.0 initial report. V.1 fu received on (B)(6) 2026 from the patient herself. Events (suicidal ideation, cutaneous contour deformity, implant site oedema, skin texture abnormal, injection site discomfort, angioedema, off label use of device) added. Patient demographics (initials, age, date of birth), past treatments, suspect device volume, verbatim of events implant site oedema, implant site fibrosis and corrective treatment updated.